Manufacturer narrative:
Received only the catheter for evaluation. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results were as follows: eye snip length: 2/32¿. Inflation lumen coverage: 10 thou. Balloon thickness: 28 thou. Burst initiated from bottom collar of sac: 0.2cm. Per the tactile evaluation, the site of the burst appeared swollen and balloon thickness measures average 28 thou. In addition, the edges of the burst area were not brittle. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments.[catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The catheter allegedly burst, and as a result leaked water. It was also reported that the device was found dislodged from the patient, 3 days after placement. There were no pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter leaked water and was found dislodged 3 days after placement. The catheter allegedly burst and as a result, it leaked water and was found dislodged. There were no pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked water and was found dislodged 3 days after placement. The catheter allegedly burst and as a result, it leaked water and was found dislodged. There were no pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The catheter allegedly burst, and as a result leaked water. It was also reported that the device was found dislodged from the patient, 3 days after placement. There were no pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked water and was found dislodged 3 days after placement. The catheter allegedly burst and as a result, it leaked water and was found dislodged. There were no pieces left behind.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The catheter allegedly burst, and as a result leaked water. It was also reported that the device was found dislodged from the patient, 3 days after placement. There were no pieces left behind.